Event description:
Major pump unit(s) involved: external control system failure. Additional text: low flow alarms. Specific component(s) involved: other component malfunction, specify. Additional text: other component: noted bent pin; no issues when connected to hospital unit. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : power module cable replaced. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.